Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. Customer changed out the pump supplies and occlusion was resolved. Blood glucose was 80-150 mg/dl. Pump therapy was resumed. Currently, customer reverted to using manual injections for insulin therapy.